Event description:
The device was returned to the manufacturer by a funeral home. It was analyzed, and subsequently tested out of specification. There is no allegation that the death is device related. Cause of death was requested but not received.